Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer collected defective instruments: the instrument´s locking mechanism is defective. No surgery prolongation reported, no adverse consequences for patient reported, no part remaining in patient body.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: functional evaluation of the submitted device could not replicate the reported problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.